Event description:
A report was received that the patient underwent an ipg replacement procedure. The physician suspected that the ipg battery emptied too quickly. The patient was doing well post-operatively.

Manufacturer narrative:
Analysis of ipg sc-1140 (serial number: (B)(4)) indicated the complaint about the non-rechargeable ipg had reached the end of service life was confirmed. However, the device exhibited normal characteristics. Upon being received, the device exhibited the end of service message. The device had been in service 299 days after being implanted. The device profile indicated that the device was programmed four concurrent settings (4x 3.5ma/1000us/40hz) with estimated use index of 39.1 which is within the expected range per the direction for use (dfu). The elective replacement indicator will appear when the device battery level is below the expected range of 2.65 volts and will suspend normal operation. The multiple high pulse width settings would likely be the source of the rapid battery depletion.

Event description:
A report was received that the patient underwent an ipg replacement procedure. The physician suspected that the ipg battery emptied too quickly. The patient was doing well post-operatively.